Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-55- user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Mother is calling on behalf of the customer (her (B)(6) son who has special needs). The customer is concerned with test results obtained of 152 mg/dl and from meter to meter comparison results of 152 mg/dl using meter and 200 mg/dl using another device. Mother is also concerned the meter is giving the same results daily. The customer's expected fasting blood glucose test result range is 275 - 330 mg/dl; mother stated goal is to be greater than 150 mg/dl fasting. The customer feels well and did not report any symptoms. Mother stated that due to the low results obtained, customer had gone to the doctor. Customer's blood glucose test result using the doctor's meter had been in the 300's mg/dl fasting. During the call, a back to back blood test and meter to meter comparison test were performed by the customer non-fasting and produced test results of 159 mg/dl and 168 mg/dl using the meter and 310 mg/dl using another device. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: result 1: 152mg/dl, date: (B)(6) 2019, time: 08:59am, fasting; result 2: 152mg/dl, date: (B)(6) 2019, time: 09:04am, fasting; result 3: 152mg/dl, date: (B)(6) 2019, time: 09:04am, fasting.

Event description:
Consumer reported complaint for low blood glucose test results. Mother is calling on behalf of the customer (her 21-year-old son who has special needs). The customer is concerned with test results obtained of 152 mg/dl and from meter to meter comparison results of 152 mg/dl using meter and 200 mg/dl using another device. Mother is also concerned the meter is giving the same results daily. The customer's expected fasting blood glucose test result range is 275 - 330 mg/dl; mother stated goal is to be greater than 150 mg/dl fasting. The customer feels well and did not report any symptoms. Mother stated that due to the low results obtained, customer had gone to the doctor. Customer's blood glucose test result using the doctor's meter had been in the 300's mg/dl fasting. During the call, a back to back blood test and meter to meter comparison test were performed by the customer non-fasting and produced test results of 159 mg/dl and 168 mg/dl using the meter and 310 mg/dl using another device. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: result 1 : 152mg/dl date: 06/03/19 time:08:59am fasting; result 2 : 152mg/dl date: 06/01/19 time:09:04am fasting; result 3 : 152mg/dl date: 06/01/19 time:09:04am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method and conclusion codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: #(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-55- user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI#:(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.